Manufacturer narrative:
One used burr was returned for evaluation. A review of the device history record was performed which confirmed no inconsistencies. Analyze additional complaints as they are reported. (B)(4).

Event description:
During an unknown procedure it was reported that the blade shed during use. The joint was flushed to remove the metal shavings. There were no reports of delays, patient injury or complications.